Manufacturer narrative:
Device evaluation: customer photos were provided and evaluated. The photos display the suspect product original folding carton and inner pouch. No issues were identified with the original folding carton; however, the inner pouch can be observed to be opened. The complaint issue "sterility assurance concerns" was not identified during photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) when removing the product from the box, the customer noticed that the protective bag was open, so the iol was no longer sterile. It was learned that the box was totally sealed when received. However, there seems to be a breach in the sterile barrier since the injector was exposed, when removed from packaging. There was no patient contact. There was no medical intervention, no incision enlargement, no vitrectomy, no sutures done. The procedure was completed using another lens. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: phone number: (B)(6). Section h3, no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.